Event description:
It has been reported to us that once the catheter was inserted into the patient, if failed to pace once connected to the pacing box. The pacing box was not defective, there was no patient intervention and the sample has been returned for the company's analysis.